Event description:
As reported per clinical study coordinator: the patient underwent repair of a primary incisional midline hernia on (B)(6) 2017 and was implanted with a bard phasix mesh. On (B)(6)2017 the patient was diagnosed with a hernia recurrence. This adverse event has been assessed as moderate severity with an ongoing resolution date. Ae has been assessed as possibly device related and definitely procedure related. A CT scan was performed on (B)(6) 2017 and the adverse event was updated per the medical monitor from a hernia recurrence to a parastomal herniation of omentum 14mm x 27mm. No symptoms for patient. No action taken at the moment and patient will follow up in 6 months. Addendum: on (B)(6) 2017 during a follow up visit it was noted that the patient was starting to show symptoms and surgery was scheduled. On (B)(6) 2017 the patient underwent a laparoscopic procedure for repair of the parastomal hernia with the implant of a non bard/davol mesh device. There was no mention of the phasix mesh in operative report provided.

Manufacturer narrative:
This is an addendum to the initial emdr to document surgical intervention. The results of this investigation remain inconclusive. There was no additional information provided that would help determine a cause for the parastomal hernia. At this time, no conclusion can be made. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
Based on the information provided, the patient is asymptomatic and no medical / surgical intervention has taken place. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the current patient condition. Should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The IFU identifies recurrence as a possible complication and the warning section states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
As reported per clinical study coordinator: the patient underwent repair of a primary incisional midline hernia on (B)(6)2017 and was implanted with a bard phasix mesh. On (B)(6)2017 the patient was diagnosed with a hernia recurrence. This adverse event has been assessed as moderate severity with an ongoing resolution date. Ae has been assessed as possibly device related and definitely procedure related. A CT scan was performed on (B)(6)2017 and the adverse event was updated per the medical monitor from a hernia recurrence to a parastomal herniation of omentum 14mm x 27mm. No symptoms for patient. No action taken at the moment and patient will follow up in 6 months.